Manufacturer narrative:
(B)(4). Batch # r92t1h. Investigation summary: the device was returned with the clamp arm detached from the outer tube, but firmly fixed to the inner tube at the clamp arm weld, and the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic distal gastrectomy, ¿relax pressure on blade¿ was displayed during use and the device became not to function. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.